Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate filled with meropenem, tobramycin, or ceftriaxone. This was noted before use. There was no patient involvement. No additional information is available. This is report 1 of 7.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured september 22, 2014 ¿ september 25, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle between 0.40 and 2.33 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.